Manufacturer narrative:
In summary, the physician was unable to deliver the cypher stent delivery system (sds) as intended to the distal right coronary artery (rca). The product was removed and the lesion was pre-dilated a second time. However, prior to redelivering the cypher, the physician confirmed that the distal end of the sds had ruptured and the product was not used. The procedure was successfully completed with another cypher and there was no injury to the pt. Inspection of the returned product confirmed a balloon leakage just proximal to the stent. The stent remained correctly mounted on the balloon. Sem analysis revealed surface abrasions on the outer surface of the balloon material that might have caused the balloon leakage. It appears that these abrasions were caused somewhere during the procedure. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Based on the info provided by the account and the product eval, it appears that vessel characteristics may have contributed to the balloon leakage. There is no evidence to suggest that the damage is mfg related. A clinically used cypher raptor sds was rec'd for analysis. The stent was still correctly mounted on the balloon. The balloon presented a leakage just proximal to the stent. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Sem analysis performed on the outer surface of the balloon material revealed evidence of surface abrasions that might have caused the balloon leakage. It appears that these abrasions were caused somewhere during the procedure. The balloon leakage is considered to be procedure related. Please note that this device is not distributed in the us; however, it is similar to us product.

Event description:
During a coronary stenting procedure, the physician confirmed that the distal end of the balloon of the 2.5x18mm cypher sds had ruptured/torn during a previously unsuccessful attempt to deliver the device to the lesion site. This pt was admitted for coronary intervention of a de novo, highly calcified, highly tortuous, 90% lesion in the distal rca. The lesion was predilated with a 2.0mm ryujin balloon. A 2.5x18mm cypher stent was delivered to the target lesion, but the cypher would not cross the lesion. The device was removed from the system and the lesion was again dilated with a 2.5mm mercury balloon. The physician was about to re-deliver the same 2.5x18mm cypher stent when he confirmed the sds to be ruptured at the distal end. The device was not used again. A different cypher was opened and implanted at the target lesion without incident and the procedure was finished successfully. There was no reported pt injury.